Event description:
It was reported that during a moderately tortuous and heavily calcified right internal carotid / common carotid artery stenting procedure, after uneventful stent deployment, the stent delivery system could not be removed. The patient was asked to move their head from side to side and cough, but the system remained stuck. A buddy wire was inserted, enabling the delivery system to be removed. There was no adverse patient sequela and no clinically significant delay in procedure. The implanted stent was well apposed and the procedure deemed successful. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.